Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the introducer could not be flushed with heparinized saline. No part of the device remained in the patient's body, and there were no injuries or additional medical intervention.